Manufacturer narrative:
(B)(4). Concomitant medical products: unk regenerex cup ¿ unknown part and lot, 650-1058 ¿ ceramic biolox head ¿ unknown lot, unk ringloc liner ¿ unknown part and lot. Reported event was confirmed by review of operative notes in which it is noted that the patient was revised due to periprosthetic fracture and loose acetabular and femoral components. X-rays taken before the surgery show lucency of the cup. The hip was noted to be dislocated along with the cup being unstable. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11187, 0001825034 - 2018 - 11190, 0001825034 - 2018 - 11191.

Event description:
It was reported that patient underwent a revision surgery approximately 9 years post implantation and a second revision surgery approximately 1 year after that. The second revision was due to periprosthetic fracture of the greater trochanter and loosening of the acetabular and femoral components, and patient experiencing multiple dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.